Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Customer returned 2 broken puendo5. Using microscope visually inspected the tips. No manufacturing defects or markings were noted on instruments. Complaint indicates that the customer was using the incorrect power setting. Recommended setting for the endo 5 is minimum setting of 1and a maximum setting of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage is misuse. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that two proultra endo tips #5 broke during use on the same patient; no injury resulted and the tips were retrieved.